Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment city: ((B)(6)); added here, due to character limitation in respective field.

Event description:
It was observed, that during the device inspection. The deflectable videoscope exhibited adhesive around the objective lens had peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on field: e1 (first name/last name and address should remain blank/establishment name updated). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused by external factors, or handling. The event can be detected/prevented by following the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.